Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 472 mg/dl at the time of incident. The customer confirmed that there was insulin leaks in the reservoir and tubing connection customer reported removed the cannula and it was totally bent. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.